Event description:
It was reported that the patient presented in clinic for a follow up with a left ventricular lead that was dislodged, confirmed by chest x-ray. The lead was explanted and replaced. The patient was discharged post-procedure.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was measured to be within specification.